Event description:
It was reported that there was an impedance issue with the pt's lead. It was noted that the battery depletion was "not normal." The lead was used in the pt, and there was no pt death or injury. There were no pt symptoms provided and the pt recovered with sequelae. Additional information was requested at the time of this report. Further investigation revealed this event was reported in a previous report (see MFR report:# 3007566237-2010-05596).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.